Event description:
It was reported that the customer has passed away. The caller declined to answer whether the customer passed away at home or in a hospital. The cause of death was reported to be natural cause and copd. The caller declined to answer if the customer was wearing the insulin pump at the time of death, if the customer was using sensors and if she was wearing a sensor at the time of death, what was the customer's blood glucose at the time of death, if the customer has any other diseases or strokes. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage. The insulin pump history showed that the insulin pump was not used since (B)(6) 2015. The data from (B)(6) 2015 to (B)(6) 2015 showed that the daily total was from 0.0 units to 21.1 units, the daily basal from 0.0 to 9.25 units, and the daily bolus from 0.0 units to 21.1 units.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.